Manufacturer narrative:
The last calibration was performed on (B)(6)-2020, calibration signal 1 was slightly higher than expected and signal 2 was lower than expected. The qc recovery was acceptable. A sample short error was observed in the alarm trace. The field service engineer replaced the pinch valve tubing and sipper probe. Performance testing and qc were performed and the result was ok for both. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample values were reported outside of the laboratory. The reporter was concerned that there may have been some interfering substances in the samples which caused them to initially recover high values. The first sample initially resulted with an hcg+beta value of 1379 iu/l and this value was reported outside of the laboratory to the doctor and patient. The patient was adamant she was not pregnant, so a second sample was collected from the patient the same day. This sample initially resulted with a value of 8.62 iu/l. A urine pregnancy test (labstrip u11plus) was performed on the patient on (B)(6) 2020 and the result from this test was negative. Both samples were repeated twice on (B)(6) 2020. The first sample repeated with values of 1.14 iu/l and 1.12 iu/l. The second sample repeated with values of 1.27 iu/l and 1.21 iu/l. The e 601 analyzer serial number is (B)(4).